Event description:
A customer reported "inconsistent discrepant quality control patient sample results for testosterone¿ using biorad lot # 85390 on the aia-360 analyzer. The result of 92ng/dl was reported to the physician who questioned the result and sent it to a reference laboratory (unknown facility) and resulted with 115ng/dl, which is what the physician was expecting. The technical support specialist (tss) sent a new lot of reagents, calibrators, and multi analyte controls (mac) to the customer for further investigation. The customer requested quality control (qc) preparation instructions from tss. The customer called back and stated the mac controls passed when reran and sample improved. A tosoh field service engineer (fse) was dispatched to assist the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported issue with the customer over the phone. The customer conducted two separate quality control (qc) tests under different lot numbers and one test yielded results that were out of the acceptable range and the second test was not provided. The fse instructed the customer to recalibrate and rerun the quality control (qc) test and the results are within the acceptable ranges. Fse could not determine the cause of the reported event. The customer ran qc and patient samples to verify the resolution without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from install date october 11, 2024 through aware date may 08, 2025. There were no similar complaints identified during the search period. The st tes, analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results was not to be established.